Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs identified fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. After the expected therapy time had completed, it was observed that only a small amount of the medication dose had infused. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. After the expected therapy time had completed, it was observed that only a small amount of the medication dose had infused. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.